Event description:
It was reported that the patient presented for device follow-up and the device longevity showed an average estimate of 16 months to elective replacement indicator (eri). The patient returned to clinic about 7 weeks later with dizziness and a heart rate in the 30s. The device could not be interrogated with 2 separate programmers and had no magnet response. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device revealed lifted hybrid bond wires.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continued: 1188t competitor implantable pacing lead 1994-(B)(6), np60bp competitor implantable pacing lead 1994-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.